Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 balloon in btt wouldn't inflate. Insufflator setting at 12mmhg pressure and 3l/min flow. Finished case using defective kit. No patient harm. No added incisions or time.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
Trackwise - (B)(4). Updated section - b4, g3, g6, h2, h6, h11. The lot # 3000460698 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures.

Event description:
N/a.